Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 18mmx40cm interlock-35 coil was selected for use on the abdominal aorta. During the procedure, after the coated stent was used, leakage was found and it was embolized with a coil. Then, this coil was deployed 2cm and was found to be in a bad position, so it was retrieved into the catheter and re-deployed. However, it was noted that the coil was stuck and could not be deployed inside the catheter distal part, and protruded in the catheter's tip during removal. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked within the introducer sheath. The introducer sheath was inspected and no anomalies was noted, the twist lock had been opened. The main coil was found kinked and stretched. No more damages were found in the returned device. The delivery wire was inspected and no anomalies were noted. Functional inspection was performed and the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and not damages was found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the delivery wire weld outer diameter (od), wire arm od, and wire zap tip were performed and were within specifications. Dimensional inspection of the main coil no. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od, and primary coil od were performed and were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 18mmx40cm interlock-35 coil was selected for use on the abdominal aorta. During the procedure, after the coated stent was used, leakage was found and it was embolized with a coil. Then, this coil was deployed 2cm and was found to be in a bad position, so it was retrieved into the catheter and re-deployed. However, it was noted that the coil was stuck and could not be deployed inside the catheter distal part, and protruded in the catheter's tip during removal. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.